Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software did not suspend insulin delivery. Reportedly, a 62 unit bolus was delivered after suspension; however, review of the pump data logs by tandem technical support could not verify this event. Customer's blood glucose was 43 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.